Manufacturer narrative:
Root cause analysis: 1. Post-investigation confirmed that the consumer employed an incorrect measurement posture. 2. The consumer was unaware of the device's service life/expiration date, leading to potential non-compliant usage. 3. The consumer had inadequate understanding of the content in the instruction manual. Corrective actions: 1. Re-educated the consumer on the proper blood pressure measurement posture. 2. Advised the consumer to conduct regular device inspections and evaluate if the unit is outdated or requires replacement. 3. Conduct a <customer complaint risk assessment>on the above customer complaint issues. 4. In response to the above customer complaints, in accordance with the adverse event control procedures, it is classified as a medical device malfunction and should be reported to the FDA as a emdr report. Effectiveness verification: 1. Consumers have been informed of the correct measurement posture and reminded to consult the instruction manual. 2. Consumers have been informed of the product's life-time. 3. The above customer complaint issues have been evaluated in the <customer complaint risk assessment>. Please refer to the attachment. 4. A report has been submitted to emdr.

Event description:
Customer contacted on (B)(6) 2025 reporting ER-3 error on his blood pressure monitor (purchased 4 months prior via third party). Troubleshooting was performed over the phone, and the error did not recur during retesting. Potential causes including improper arm positioning, cuff fit, and low batteries were reviewed; batteries had already been replaced. On (B)(6) 2025, the customer stated he was in the ER for blood pressure issues. Follow-up on (B)(6) revealed he had been hospitalized since on (B)(6) for ongoing blood pressure problems, required an xl cuff, and reported the entire unit malfunctioned. A replacement unit with xl cuff was arranged; customer was in hospital/rehabilitation until on (B)(6) 2026. The replacement was delivered on (B)(6) but held by the building manager. After returning home, the customer confirmed receipt but reported highly inconsistent readings and lower-than-expected results. He was advised to bring the device to his doctor's appointment on (B)(6) for comparison. The defective original unit has not yet been returned due to his health limitations.